Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
On (B)(6) 2013 it was reported that high impedance was observed that day for the vns patient. The patient was reported to have had good impedance during implant and higher impedance when the device was turned on, but the value was still under 5400 ohms. The patient was immediately switched off and referred for x-rays. The patient was also referred for a revision surgery. The patient didn't feel any pain since he was implanted and also the number of seizure remained the same with respect to pre-implant period, due to a still low level of dosing parameters reached before switching off. The physician and also the neurosurgeon don't know how the high impedance happened in so short period of time, but they don't think it is related to patient manipulation. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. A copy of the patient¿s x-rays were received for review. The lead connector pin appears to not be fully inserted into the generator connector block. No clear lead break was found on the assessable portions of the lead. Part of the lead was behind the generator and could not be assessed.

Event description:
In was confirmed that revision surgery occurred successfully on (B)(6) 2013. It was found that the lead pin was not properly connected to the generator. The impedance value was checked and confirmed to be within normal limits, and it was stated that the problem was fixed.